Event description:
It was reported that there were aspiration issues and catheter dislodgement. It was noted that the patient's pump "ran dry" and was alarming. It was noted that the physician had used a smaller concentration, reason for this was unspecified. The dose per day was "pretty significant", but within four days the medication "wore out". During refill, the drug used in pump was unavailable, so the physician filled the pump with preservative free saline. Once the drug(s) became available, the physician attempted the refill and it was noted that he couldn't "clear the catheter" and "could not pull back at all". Two days later, the physician attempted a catheter dye study and was unsuccessful. It was reported that he could not pull back cerebral spinal fluid (csf) or push dye past a certain point. It was planned that the patient would most likely have catheter revision/exploratory surgery. It was reported at that time that the patient was alive and there were no patient symptoms or injuries related to the event. It was later confirmed that the catheter had dislodged as the spinal segment came out of the intrathecal space and coiled at the anchor. The physician placed a new spinal segment, re-anchored and attached it with a connector pin. It was reported that the patient was doing well. The drugs delivered via pump were fentanyl, bupivacaine and saline.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).